Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 529 mg/dl and dehydration; cause was not known. Customer administered a bolus via the pump and performed a supply change to address bg and went to the emergency room. Customer was was provided with water. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Customer declined troubleshooting with tandem technical support and declined to provide further information.